Event description:
The customer reported system making different noise when saving images. Images are not being saved. No patient injury was reported.

Manufacturer narrative:
The customer cancelled the service call.